Event description:
The radiologist was reading an MRI brain scan and noticed that a white matter abnormality was on the opposite side when comparing to a prior scan, and a service call was made. The service tech confirmed that the images had been reversed. There was no injury reported. The service tech discovered that the recently replaced gradient tube was not connected properly as the x-axis polarities were reversed. He corrected the connections and then verified proper function with an image orientation performance test. There was no device malfunction. It is assumed that the image orientation performance test was inadvertently skipped, as this test would clearly alert the service tech to the improper connections. The error was quickly identified by the radiologist and no other incidents were reported.

Manufacturer narrative:
When service replaced the gradient tube, a required image orientation performance test was not performed. This test would have immediately alerted the technician to the improper connections. The radiologist discovered the reversal quickly and no other pts were affected. The frequency of occurrence of this type of failure is remote, as the performance test is a required test after this type of service. The responsible service technician was notified at the time of the complaint. No further corrective action was performed.